Event description:
The patient reports defective freestyle libre 3 plus sensors. The patient states the sensors were providing incorrect low glucose readings and the reading would not change even after drinking multiple sodas. There is a recall in effect on this product. The patient states he contacted the manufacturer regarding this matter, but the manufacturer refused to provide replacement sensors.